Event description:
It was reported that during a da vinci-assisted hernia procedure, an artery was damaged and bled post-operatively. Post-operatively, the patient's status declined over night and was given many units of blood. The patient coded and was resuscitated the first post-operative night. It was reported that the patient suffered a stroke and brain injury due to blood loss. The patient was still losing blood 28 hours after the surgery and the patient was taken back to the operating room where a damaged artery was found below the liver. The patient was hospitalized and unconscious for two weeks. The patient is reportedly home now, but learning how to walk, talk, sit up, transfer herself, and go to the bathroom on her own.

Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.